Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the impedances were within normal limits. It was the rep¿s understanding that surgical intervention had not been planned but asked the patient to let them know when it was. The cause of the pulling sensation had not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient started feeling heating at the ins site while in use and a pulling sensation between incisions. Additionally, they had a lack of therapy. The cause of this event was not yet known. Impedances were checked, but the results were not provided. The patient would like to have the system removed, so they were going to consult a neurosurgeon.